Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Emergency medical technician (emt) reports being unable to obtain a blood glucose result due to an error on the aviva system. The patient was semi-conscious at the time the caller attempted to use the device. Caller noted the patient may have missed taking anti-seizure medication. Emt called for an ambulance. Caller does not know what type of medical treatment the patient received, but he saw the patient later that day and patient's condition had improved. Requested return of suspect device and replacement was sent.